Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged into the sinotubular junction. Subsequently, the valve was snared and pulled proximal and a second valve was successfully implanted through the first valve. No additional adverse patient effects were reported.